Event description:
The user received questionable hdl-cholesterol plus 3rd generation (hdl) results for two patient sample that were discovered when the physician questioned the results. Patient sample 1 initial result was 98 mg/dl and the repeat result on (B)(6) 2011 was 58 mg/dl. On (B)(6) 2011, patient sample 2 initial result was 73 mg/dl and the repeat result on (B)(6) 2011 was 37 mg/dl. The reported result was corrected for both samples with the repeat value. The patients were not adversely affected. The hdl reagent lot number was 64462901 with an expiration date of 01/31/2013. The field service representative determined there was a fluidics failure of the rinse mechanism. He performed corrective maintenance and verified the analyzer operation by running precision testing with results within specification, calibration and quality control.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. There was a fluidics failure of the rinse mechanism.

Manufacturer narrative:
Additional information was provided from the field service representative stating the fluidic failure of the rinse mechanism was due to the rinse fluid distribution one-way valve being clogged. The failure was being visually seen at the rinse mechanism but was actually caused by the rinse fluid distribution one-way valve.